Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the device was used during a low anterior resection, the blade broke, but the piece did not fall into the patient. The case was completed with a like device with no patient consequence.